Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer also reported that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer's blood glucose was 233 mg/dl at the time of call. The customer stated that they were treated with IV drip during the hospitalization. The customer stated that they were wearing the insulin pump at the time of hospitalization. The customer stated that they were unable to complete rewind due to motor error alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime or no delivery alarm tests due to the motor error alarm. No cosmetic damage was noted.